Manufacturer narrative:
As reported, "dirt like piece of plastic" found on capsure device when opened the package. Photo provided shows the housing portion of a capsure fixation device and appears to be within its blister tray. There is a very small amount of material dark in color present on the device housing. The subject device is reported to be available for evaluation, however, at this time has not been received. The most probable cause is material presenting during the manufacturing process. Review of manufacturing records confirms product was manufactured to specification. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the evaluation results. Evaluation of photo provided confirms the presence of foreign material on the capsure device. Visual evaluation of the returned sample did not reproduce the identification of foreign material nor dirt presence as reported. Further evaluation was conducted for the tyvek lid and the blister tray of the returned sample confirms that there were no traces of the foreign material exhibited per the photo were identified. A definitive root cause or source of the foreign material seen in the photos cannot be determined. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during a procedure, "dirt like piece of plastic" were found on the capsure fixation device when package was opened. It was reported that no damage was found in the outer box of the product and another capsure device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, "dirt like piece of plastic" found on capsure device when opened the package. Photo provided shows the housing portion of a capsure fixation device and appears to be within its blister tray. There is a very small amount of material dark in color present on the device housing. The subject device is reported to be available for evaluation, however, at this time has not been received. The most probable cause is material presenting during the manufacturing process. Review of manufacturing records confirms product was manufactured to specification. Note: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure, "dirt like piece of plastic" were found on the capsure fixation device when package was opened. It was reported that no damage was found in the outer box of the product and another capsure device was used to complete the procedure. There was no reported patient injury.